Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that the patient experienced a stroke with double vision and bleeding. During a pulse field ablation (pfa) procedure an intellanav stablepoint open-irrigated catheter was used. Pulmonary vein isolation (pvi) and posterior wall isolation (pwi) were performed with the farawave catheter along with a mitral line and cti ablations which both constituted off label use of the farawave. Ablation was also performed in the coronary sinus (cs) with the intellanav stablepoint catheter. The procedure was completed, but post-procedure the patient had a stroke and bleeding prior to discharge. The patient was noted to have double vision as well. A computed tomography (CT) scan was performed which was negative for stroke. The patient's hospitalization was extended due to the complications, and the issue is ongoing. It is unknown if the device will be returned for analysis.